Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the stated original reason for return of the electrocardiogram connector on the link electronic module (lem) board being loose and the lem board was replaced and calibrated to resolve. It was additionally noted that the printer would not print and an "overheated" message appeared and the power supply was replaced to resolve, and that the lower case was worn and was replaced. Additionally the hard drive was reimaged and the software reloaded and updated.

Event description:
The programmer was returned because its patient cable connection port worked intermittently. The programmer was immediately placed into storage at that time, and has now been pulled from storage for repair and restock. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.